Manufacturer narrative:
Per good faith effort (gfe) response received, the device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 indicating that a component popped on the motor controller (mc) printed circuit board assembly (pcba), and there was black stuff on the board. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per previous good faith effort (gfe) response, while the biomedical engineer (bme) repaired the device to resolve a previous burning smell issue, the bme also found that a component popped on the motor controller (mc) printed circuit board assembly (pcba). There was also black stuff on the mc pcba. The bme called technical support to order the replacement mc pcba for repair. The new part was delivered and installed. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.